Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image unless they wiggle the scope camera, if they wiggle it comes in and out. There were no reports of patient harm.

Manufacturer narrative:
D4 correction: remove lot number as this device is serialized. The device was returned to olympus for inspection where the reported failure was confirmed/reproduced. Based on the results of the investigation, a root cause could not be identified. The following is included in the device IFU: is the reported risk/harm listed in the IFU? Yes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during set up / inspection for use (during set up in room / before patient in room).